Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval confirmed and reproduced the reported system error 306, determined to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 306 during therapy. It was also reported that there was no pt injury.